Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during transport there was a reported channel disconnected, pump turned off during transport. This was reported to bd representatives during their site visit. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device alarming channel disconnect was confirmed through a review of the device logs; however, it could not be replicated during testing. ¿ an external and internal inspection of the suspect pump modules showed that all the returned devices had white fibrous deposits on the male and female inter-unit-interface (iui) connectors. All components inspected were manufactured by bd. ¿ channel disconnect testing was unable to replicate the channel disconnect issue. ¿ a review of the suspect pump modules and concomitant pcu error logs, no malfunctions relevant to the reported complaint were noted. ¿ a review of the pcu event logs showed that on (B)(6) 2025 at 12:36 pm concomitant pcu was powered on, suspect pump modules s/n (B)(6), s/n (B)(6) and s/n (B)(6) were detected and assigned the channels a, b and c respectively. Suspect pump module s/n (B)(6)was selected for programming with the following infusion parameters: basic infusion; volume to be infused (vtbi)=37 ml; rate=75 ml/h. At 12:37 pm, the pcu alarmed channel disconnect after suspect pump module s/n (B)(6) restart key was selected (false keypress), the suspect pump module was removed and twenty (20) seconds after the user selected confirm the pcu alarmed channel disconnect a second time. ¿ at 12:37:50 pm suspect pump module s/n (B)(6) was reattached and channeled off by the user. ¿ suspect pump module s/n (B)(6) was not in use the date of the channel disconnect alarm. ¿ the bd alaris¿ system channel disconnected tip sheet has the following warnings and cautions to prevent and resolve channel disconnected alarms: ¿ when properly secured/snapped, the release latch provides a very secure connection between modules. If not properly latched, a module can be dislodged during operation. ¿ securely attach modules as instructed to prevent damage to iui connectors and/or interruption of therapy. ¿ perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. ¿ the best practices for cleaning alaris system devices tip sheet recommends not allowing the cleaner to collect on the instrument and not using an oversaturated cloth during the cleaning process. Be sure to squeeze out excess liquid. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: devices opened for investigation, please retorque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the channel disconnect is attributed to the evidence of corrosion and white fibrous deposits on the contact pins on the iui connectors identified during external inspection. Note that this report lists imdrf annex a1801, a090202, c02, c0601, d15, d02, g04037, g05005 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during transport there was a reported channel disconnected, pump turned off during transport. This was reported to bd representatives during their site visit. There was patient involvement however no patient harm.